Manufacturer narrative:
(B)(4). Batch # m9374n. Additional information was requested and the following was obtained: the device fired once, then would not fire anymore. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 9 conforming clips and 1 clip with gap were fed. In addition, the device locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the device malfunctioned." The case was completed using another device of the same product code. There were no patient consequences reported.